Event description:
Caller reported an alarm indicating an occlusion issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was instructed to disconnect from the site and replace the cartridge, with the bolus completing successfully. Tandem technical support arranged for a one-time pump replacement, providing instructions for setup and return of the defective pump. Customer was informed about receiving a replacement pump with updated software and acknowledged all instructions.